Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:00 am, the patient obtained the error 2 error message on the reported meter; he was unable to obtain a blood glucose reading. The patient noted the meter had been dropped in water. The patient took no actions due to the meter issue. Five hours later, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and that the meter had been exposed to water, which can cause error messages. The owner's booklet for this meter warns users to not get any liquids inside the meter through the test strip or data port. The patient exposed the meter to water, which may have caused the error message. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.